Manufacturer narrative:
It was reported that the syringe component appeared cracked, but, upon further examination at the time of the incident, a hair was instead found within the barrel. When the reported problem/issue was identified, the surgical pack was reportedly discarded. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A syringe was returned for evaluation with a black piece of hair taped to the outside. The likely root cause was determined to be an issue with environmental controls at the time of component manufacturing. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that hair was found within the syringe component.